Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that when turned on, the programmer screen turned black and then red. It was indicated that the display had a red tone, and that when the display was moved, the red tone disappeared. It was also indicated that the stylus was not functional, the display flex cable was damaged, and that the display hinges were broken. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when turned on, the programmer screen turned black and then red. The programmer was returned for service. There was no patient involvement.